Event description:
It was reported that the user experienced hyperglycemia after switching from an inset to a steel 6 mm contact/detach infusion set and observed a rapid rise on the cgm, with cgm at 306 mg/dl and a concurrent fingerstick of 250 mg/dl; the device had been delivering elevated boluses and the user recalibrated the cgm per instructions. Symptoms included no reported clinical symptoms. Outcomes included successful correction with calibration and subsequent return to in-range glucose without need for assistance or medical intervention. Investigation included review of device data logs and user reports, along with troubleshooting and education on cgm calibration and monitoring. Investigation of this case revealed glucose was high with discordance between cgm and fingerstick that resolved after calibration, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.